Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-aug-2019 with the following findings: a visual inspection of the pump revealed multiple cracks in the battery compartments. A leak test was performed and a leak was identified at the compartment crack and the display lens. The pump cover was opened and moisture was observed inside the battery compartment and on the printed circuit board components. Unrelated to the complaint, due to the internal moisture and corrosion, the display screen was found to be blank. However, the pump had normal audible tone and vibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.